Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (damaged monitor case/damaged touchscreen) was confirmed. As received, the monitor's touchscreen was cracked and the monitor's case was cracked. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to damaged k1 and j1003 components on the ca board, and damaged k3, j1002, j1003 and c19 components on the defib board. The root cause for the damaged components was physical abuse. No adverse events resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor had a damaged case and a damaged touchscreen.